Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer was failed to detect on the communication bus. The field service engineer (fse) instructed the customer on how to perform a proper shutdown, wait 10 minutes, and then power the machine back on. After the restart, the drawer was successfully detected by the device and was functioning properly. The customer verified the operation in the application. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es main drawer 4.2 was failed to detect on the communication bus. The customer stated that this malfunction caused a delay when the user was trying to issue medication to the patient, but the user managed to retrieve the medication from pharmacy. However, there were no adverse events or injuries reported based on this event.